Manufacturer narrative:
Immucor technical support was unable to obtain significant information from the customer site after repeated attempts. After the repeated unsuccessful attempts to gather information, immucor technical support then categorized the situation as an MDR on (B)(6) 2016. Unable to obtain information.

Event description:
On (B)(6) 2016, a customer reported unexpected positive results when testing donor samples on a galileo neo with weak d assay.